Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/20/2020. H3 evaluation: an unopened sample of product was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand with no defects, or damage observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no suture needle pull off was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify the event; did the needle break or the needle detached from the suture thread for the 2 involved devices? If the issue is needle breakage, are the actual broken needle being returned? Please provide device return status or follow up accordingly. Note: events reported in 2210968-2019-91277 and 2210968-2019-91278.

Event description:
It was reported that a patient underwent a repair of the heart on (B)(6) 2019 and suture was used. During the procedure, the needle broke off from the suture. There were no adverse patient consequences reported. Additional information has been requested.